Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Customer called to report erroneous results on the monitor. Customer tested and got lo, then tested again and got 8.1mmol/l and again and got 8.0mmol/l, all within 10 minutes. No adverse event alleged. Monitor and strips replaced and expected to be returned.

Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.